Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt225 22.5 diopter intraocular lens (iol) was explanted and replaced with another amo lens. The lens was replaced with a different diopter size lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the initial report, it was observed that an incorrect model number was provided the initial report. The initial report states zxt225 but the actual lens for this event is a zxr00. Device available for evaluation ¿ yes, returned to manufacturer on 08/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The product was inspected using a 12x magnification. It can be seen that the product is damaged and is cut, most probably to make explant possible. No other anomalies were found. The customer's reported event could not be confirmed in the returned lens sample. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.